Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was not using the correct certifier. The customer obtained the correct certifier; however the issue persisted. The customer was advised to replace the flow sensor assembly. The customer reports that the flow sensor was received, installed and passed performance verification testing. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit failed air flow testing during performance verification testing, there was no patient involvement.